Event description:
Three handpieces failed to prime and gave a vacuum test fail error message. (B)(6) advised that there is an affected lot number due to a manufacturing error. Therefore, we are returning the remaining two unopened hand pieces with the same lot #. Replacements were sent (B)(4) 2013.

Manufacturer narrative:
Units were received from the field for evaluation. Refer to evaluation # (B)(4) - hp-1-2: customer returned all of stock from this lot after experiencing 3 failures. Hp 3: handpiece functioned within all specs. Primed and cut successfully (test 002). Hp 4: observed kinked tubing, but tubing had visible traces of water in it, leading us to believe there was not an issue with the fluid path. Handpiece functioned within all specs. Primed and cut successfully (test 002). No issues found with the microtips. Upon evaluation of the console, it was noticed that it was not upgraded per CAPA (B)(4), which caused the unit failures. The microtips were disposed of. See complaint (B)(4) for the console. The DHR for microtip lot 25313-01 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from microtip lot 25313-01. A review of lot history showed that there were (B)(4)reported microtip unit failures. Lot 25313-01 has a failure rate of (B)(4).